Event description:
It was reported that transmitter failed error occurred on for transmitter serial number (B)(6). However, transmitter serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. A review of the share logs was performed and no data was found for serial number 8lhten within the investigation window. The allegation was undetermined. The probable cause was undetermined because an investigation cannot be performed. The reported event of transmitter failed error is reportable based on discharged transmitter battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.